Manufacturer narrative:
Complaint confirmed, the plate was received broken in two. The breakage occurred at a 45° angle across the 4th screw slot. The plate was found to meet dimensional and material specifications. A likely cause of the event is non-union of the bones.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported the clavicula plate broke 8 weeks post op. According to the surgeon, patient was actively working in the garden. Revision surgery was performed on (B)(6) 2020, during the revision, the fracture zone was refreshed and filled up with iliac crest spongiosa and fixated with an arthrex 10 hole plate.